Manufacturer narrative:
A supplemental MDR is being submitted for the review of the device history record. A device history record review was performed and did not reveal any manufacturing non-conformances issues that would have contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The device was not returned as it remains implanted in the patient. In this case, the cause of the stenosis cannot be determined but it may be due to the progression of the patient disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by patient implant registry department, approximately 10 months post implantation of a 20mm sapien 3 valve in the aortic position via the transfemoral approach with the 20mm commander delivery system and 14f esheath set, the device was explanted. A 19mm surgical valve was implanted in the aortic annulus. Per medical records received, the patient did not feel well post tavr viv procedure, with complaints of shortness of breath on exertion requiring oxygen therapy, intermittent edema and feeling of fatigue. Per the medical records, the patient symptoms were very likely caused by two factors: severe tricuspid insufficiency, and also significant aortic stenosis of the bioprosthetic valve. Per the explant operative report, the valves were removed, and a 19mm edwards inspiris prosthesis was implanted in the aortic annulus. The following procedures were performed concomitantly with the avr procedure: aortic root repair patch, ascending aorta replacement with a hemashield graft, tricuspid valve replacement with a 31mm epic valve, placement of permanent epicardial leads and implantation of biventricular permanent pacemaker.